Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was also reported that the following issues were noted on the right ventricular (rv) lead: diaphragmatic stimulation, high/undefined impedance, polarity switch, high thresholds and diminished r waves. The rv lead was revised. No further patient complications have been reported as a result of this event.